Event description:
I had the essure birth control device implanted in me in (B)(6) 2013. I have had bleeding and extreme pain in my abdomen. I have developed hives and rashes. I have also had extreme headaches and hair loss. I plan to have the essure clamps removed with the next few weeks.